Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the glenosphere inserter, ar-9624, broke during a case. No further details, additional information has been requested. Additional information provided 1/13/2020- during a rtsa procedure, the threaded tip of the glenosphere inserter, ar-9624, broke off upon insertion of the glenosphere. The tip remained locked into the glenosphere. The handle, missing the tip, could be returned if the rep can locate it. Currently, it is unknown where the device is. Morse taper was confirmed to be engaged and the surgeon confirmed this to be satisfactory. The glenosphere left implanted on baseplate without tip of inserter remaining inside and no glenosphere screw used.